Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a device fracture/malfunction with the screw thread part. The fractured portion was removed from the implant and a new abutment was placed.

Manufacturer narrative:
The upper portion of the returned healing abutment was returned and it was noted that there were signs of usage and debris in the internal hex drive feature and it was confirmed that the threads were fractured off. The fractured portion was removed from the implant but not returned for evaluation. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. A definitive root cause could not be determined.